Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the cut test with an incomplete cut. The cutter was returned unrepaired as it is not a repairable device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventative maintenance the cutter is damaged. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, the cutter failed the cut test with an incomplete cut.